Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 240 mg/dl. Contact alleged that the pump did not deliver insulin as intended. A bolus was delivered to address bg level. Customer declined to further troubleshoot with tandem technical support.